Event description:
Patient was 1-1/2 hours after CABG on 4/21/92, when condition began to deteriorate. Bleeding and cardiac tamponade developed. When chest was reopening, two hemoclips, placed during surgery, were found at circumflex vein graft alongside a branch. According to the attending physician, the hemoclips were closed but no longer on the graft. Internal chest resuscitation was initiated, but the patient expired. Attending physician was unavailable from 4/21/92 through 5/8/92. Event verification was conducted and completed upon the attending physicians return on 5/8/92device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: telemetry failure, unanticipated adverse reaction - short term. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was destroyed/disposed of.